Event description:
A nurse reported that a patient experienced ocular inflammation following a procedure at their facility. The I/a handpiece and tip were reported as possible sources; however, the nurse requested a clinical site visit to ensure the staff are performing the correct process for cleaning and sterilization of instruments. Additional information has been requested.

Manufacturer narrative:
The customer did not return product sample for evaluation therefore, the condition of the product could not be verified. The customer did not provide a lot number therefore, the manufacturing device history record review could not be performed. The root cause for the report of inflammation cannot be determined. (B)(4).